Event description:
Event description boston scientific received information that a memory dump was sent in on this implantable cardioverter defibrillator (ICD). Boston scientific received subsequent information that this device was explanted. There is a concern that the battery depleted earlier than expected.